Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple alarmed errors. The customer blood glucose level was 200 mg/dl at the time of the incident. The device will expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was monitored for several days. No unexpected tone, vibrator or motor did not have power available when needed alarms noted.